Manufacturer narrative:
The device was not explanted. Nevro is awaiting the prognosis of the patient's condition.

Event description:
It was reported to nevro that a patient experienced a shocking sensation at the top of her skull, memory loss, slurring of words, and the feeling of walking crooked. The patient reports receiving 95% pain relief. Programming changes were performed on the device; however, the symptoms were still present. The patient continued to have excellent pain relief. Follow-up report indicated that x-rays were taken and therapy was turned off.

Manufacturer narrative:
Nevro attempted to obtain additional information regarding the patient 's condition, but the information was not available. The device was not explanted and there were no reports of further complications. The manufacturing records were reviewed and no non-conformities were found.